Manufacturer narrative:
Device not returned, follow up with company representative.

Event description:
It was reported that a pt underwent a successful x-stop procedure in 2007. The neurogenic intermittent claudication (nic) symptoms resolved but the pt returned to the doctor complaining of back pain approximately 2 yrs after the x-stop was implanted. The physician removed the device in 2009 and proceeded with a decompression surgery. The physician noted that the x-stop device was functioning as intended when it was removed. The removal was successful, and no complications were reported. No further info was provided.